Manufacturer narrative:
Initial reporter name and address: (B)(6). The actual sample was not available for evaluation, however, photos were provided. The visual inspection observed the reported leak from the effluent line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of one unit of prismaflex m100 set c an external fluid leak was observed. There was no patient involvement. No additional information is available.